Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. A proposal was issued for repair of the system but was not accepted at this time. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system, and confirmed the reported issue. A proposal was issued for repair of the system, but was not accepted at this time. No further information is available regarding the resolution of the reported issue.

Event description:
The hospital reported a leak in excess of 4.5lpm which causes a loss of mechanical ventilation. There was no report of patient involvement.